Manufacturer narrative:
N/a.

Event description:
Envoy medical corp. (Emc) was notified on july 12, 2024 of an explant being scheduled due to severe infection and non-healing after the patient's battery change procedure in (B)(6) 2024. Patient was explanted and their ossicular chain reconstructed on (B)(6) 2024 to allow the area to heal. Patient/clinical history with emc: (B)(6) 2014 - implant 04/16/2014 - activation 06/25/2014 - fitting 02/12/2019 - battery change 05/24/2024 - battery change (B)(6) 2024 - explant.